Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported there was not enough air coming out when performing air/fluid exchange during a retina procedure. The issue was resolved by replacing the product with another. The procedure was completed without consequences or impact to the patient.